Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming settings to resolve the event. The patient experienced no adverse consequences. Additional information was requested but was not received.